Event description:
It was reported that following an obtryx ii system - halo implantation, the patient had experienced injuries including but not limited to: severe vaginal pain, incontinence, pelvic pain, mesh erosion, vaginal mesh exposure, inability to perform intercourse, fever, and surgeries including removal of mesh. The patient also experienced pain and suffering, economic damages, including medical expenses and out of pocket expenses.

Manufacturer narrative:
Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - severe vaginal pain, pelvic pain. E2006 - mesh erosion, vaginal mesh exposure. E1405 - inability to perform intercourse. Imdrf impact code f1905 captures the reportable event of vaginal mesh erosion removal.